Event description:
Patient had a stent implanted in 2006 and another one implanted eight months later. Patient has pain in the joints and cannot have any pain pills because of these stents. No doctor would like to take them out.